Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received failed battery test and no delivery test. Customer's blood glucose value was 275 mg/dl at the time of the incident and blood glucose was goes up to 375 mg/dl. The customer was assisted with troubleshooting. Customer will not return device for analysis.